Manufacturer narrative:
Per the tandem user guide - never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized in the intensive care unit. With diabetic ketoacidosis. Reportedly, customer was reusing supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.